Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. During the procedure, while passing the needle through the tissue, the needle broke. No adverse pt consequences were reported.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.